Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported high blood glucose levels. The blood glucose reading was 500 mg/dl. The patient stated that he has gone through several infusion sets. In troubleshooting, the insulin pump passed a drive support cap test and a manual prime test. The customer was advised to try a different infusion set. No further information was provided.